Event description:
A user facility reported that an internal dialyzer blood leak occurred at the during a patient¿s hemodialysis treatment. It was reported that the blood was observed in the dialysis compartment of the arterial head. It was reported the machine alarmed appropriately with a blood leak alert. Blood test strips were used and tested positive for the presence of blood. The patient's blood was not returned and the machine was able to resume treatment on a different machine. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an internal dialyzer blood leak occurred at the during a patient¿s hemodialysis treatment. It was reported that the blood was observed in the dialysis compartment of the arterial head. It was reported the machine alarmed appropriately with a blood leak alert. Blood test strips were used and tested positive for the presence of blood. The patient's blood was not returned and the machine was able to resume treatment on a different machine. Additional information was requested but was not received to date.